Event description:
On 06/06/2023, infutronix received a report that the pump kept shutting off. There was no patient injury reported. Subsequent information received on 06/07/2023 indicated the medication to be infused was fluorouracil at a volume of 92ml. However, there was a delay in therapy since the pump would automatically shut off without an audible sound or visible error message, and the infusion could not be started. The pump in question was set aside, and the therapy was successfully administered with another pump. The pump in question was not available for return at the initial time that the event was reported, and the complaint file was closed. On 05/17/2024, the pump was returned to infutronix for evaluation with reference to this event. The reportability decision was re-evaluated and determined to be 30-day reportable to FDA.

Manufacturer narrative:
A complaint evaluation was performed on 28-may-2024. A review of the pump's system error log found there were several abrupt power offs error messages in the log. These power off error messages were verified in the event log under event line 62 by the following codes: log event on and log event off. Testing of the returned pump simulating the user's parameters for a 46-hour infusion with a volume of 100ml at a rate of 2.2 ml set up had a successful infusion completion without abrupt shut offs. There were no other visual anomalies found that could have contributed to the reported issue. The reported power off issue was confirmed via device event log, but the issue could not be duplicated during the complaint evaluation testing. A CAPA has been established to investigate this failure mode to determine the root cause.